Event description:
The reporter stated that the surgeon inserted a three piece lens model cq2015 into patient's eye and the haptic tore off. The paitent has a pre-existing disease of diabetes which caused the patient's intraocular pressure to rise and their iris to prolapsed into the eye. The surgeon had to enlarge the incision to remove the lens and performed a posterior vitrectomy to relieve the pressure and placed a competetors lens in the sulcus. A suture was used to close the would. The reported stated that the cause of the lend damage was due to using the incorrect cartridge.

Manufacturer narrative:
H6: evaluation code: a visual inspection of the returned product shows a portion of the lens optic is torn off and the other haptic is broken. There is clear surgical residue on the lens. Conclusion: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the cartridge and injector were not returned for evaluation. PMA#p990013.